Manufacturer narrative:
On (B)(6) 2021, the analysis was completed based on a photo that was provided. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed to be deflated inside a plastic container. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with an unspecified mentor saline breast implant and experienced postoperative deflation (side unknown). The patient underwent bilateral removal and replacement with two 495cc mentor memoryshape breast implant prostheses (catalog #: 3341302) on (B)(6) 2021. One of the implants was ruptured and sent to pathology at the facility. However, the pathology result was not provided to mentor. The reason for the revision surgery performed on (B)(6) 2021 is currently unknown. However, follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted. The implantation date was estimated as (B)(6) 2005 based on available information.